Event description:
It was reported that the insulin pump alarmed twice after a bolus delivery about a week prior to the call. The blood glucose reading at the time of the alarm was unknown. The customer was unable to troubleshoot, as this was a past event. He declined return of the reservoir and infusion set for analysis. He advised that the alarm occurred during a bolus, and all he had to do was press resume. Advised the customer to call when the alarm occurred in order to properly troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.